Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) confirmed that the reported event was related to an electrical issue. The ups battery cartridge was allowed to charge in the test system for at least 6 hrs. The tester performed a 5 min load test. The battery did not pass the load test, at 1 min 07 sec. The battery did not hold the charge. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery cartridge ups and 8-pack battery kit shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, instruments, system inspection, mechanical, cable grade, compliance testing, image quality check and navigation areas passed. Electrical inspection failed. Mobile view station (mvs) universal power supply (ups) battery does not remain on long enough to pass battery test. Shuts mvs computer down after approximately a minute and thirty seconds. Mvs ups battery fails pm test. New battery cartridge needed. Replaced battery cartridge and charged for 2 hours. Verified passed planned maintenance (pm) test per advanced service manual. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) universal power supply (ups) battery does not remain on long enough to pass battery test. The imaging system shuts mvs computer down after approximately a minute and thirty seconds. This behavior was identified during a planned maintenance (pm) at the site. There was no patient present when this issue was identified.